Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump returned several no delivery alarms. Customer declined troubleshooting and stated that he changes the set when no delivery alarms occur. Blood glucose level at the time of the call was not provided. No further information was provided.